Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: there were several call service (cs 078 and cs 064) alarms observed in the black box history. Moisture corrosion was observed on the battery canister and on the battery cap. The pump alarmed with a replace battery (cs128) alarm upon start up; therefore the original complaint could not be investigated. Inspection confirmed an intermittent condition to the motor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.